Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain') and genital haemorrhage ('bleeding general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive vaginal bleeding"), abdominal pain lower ("excessive cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (remove the essure on (B)(6) 2018./ hyst. (Full),salping.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, abdominal pain lower, pelvic pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal discharge, cystitis, vaginal infection, bladder disorder, fatigue, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/ abdominal, back, dysmenorrhea, dyspareunia, bleeding general, menorrhagia, metorhagia, anemia, uti, vaginal discharge, bladder infection, vaginal infection, bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs was received. New events pelvic pain, back pain, dysmenorrhea, dyspareunia, general bleeding, menorrhagia, metrorrhagia, anemia, uti, vaginal discharge, bladder infection, vaginal infection, bladder problems, fatigue, hormonal changes, nausea, weight gain were added. Date of birth was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (remove the essure on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (remove the essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and vaginal haemorrhage to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.